Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited an impedance measurement anomaly. The lead was capped and replaced. No patient symptoms were reported. No further information could be obtained at this time.